Event description:
Customer reported that the batteries in the alarm were not working and the patient fell. The customer did not provide a date when the issue was discovered. It is unknown at this point if an injury occurred.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).